Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Evaluation codes field should reflect (since csi support is still working on updating the system with the new codes): bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered an esophageal fistula which required surgical intervention. However, a month after the surgery the patient was discharge from the hospital but unexpectedly died. The patient's medical history is unknown. An esophageal temperature probe was used during the procedure and the temperature displayed but it wasn't higher than 38.5 degrees. Follow up investigation was made to obtain clarification to this complaint. However, no further information has been made available.